Manufacturer narrative:
Product investigation was completed for this complaint. A visual inspection, device history record (DHR) review, and drawing review were performed as part of this investigation. This complaint is confirmed. The devices were inspected at customer quality and the complaint against each device was able to be confirmed. One holding sleeve (lot 9907547) was missing a 2.9mm x 1.0mm chunk of the two threads. Additionally, approximately 4.8mm of the first thread adjacent to the breakage was visibly rolled and misshapen. This is likely the holding sleeve that dislodged initially. The second holding sleeve (lot h058019) had a 3.7mm segment of only the thread (not the shaft) broken off. Additionally 2.40mm adjacent to break was visibly rolled. The returned screw was identified as 04.639.750, lot unknown. The majority of the screw¿s spherical head¿s threads were broken off and whatever was still attached was significantly damaged. The stardrive recess showed some wear consistent with insertion/removal. No fragments were returned with the complaint. No definitive root cause was able to be determined; the failure modes are consistent with the application of an off-axis load while engaging a screw. No functional test was possible due to post-manufacturing damage. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Relevant drawings were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. Corrected data: initially reported concomitant part# 04.639.750 was added as a reportable part to the complaint following investigation finding. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Upon the device return at the manufacturer, it was note that the 7.0mm x 50mm titanium matrix screw was removed from the patient during the procedure and returned to the manufacturer. During the manufacturing evaluation, it was found that the top thread of the returned matrix screw was broken. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Subject device is expected to be returned for manufacturer review/investigation, but has yet to be received. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. No non-conformance reports were generated during production. Part number: 03.632.036, synthes lot number: h058019: release to warehouse date: october 7, 2016. Mfg. Site: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a l4-5 posterior lumbar interbody fusion (plif) with matrix and the oblique posterior atraumatic lumbar spacer system (opal) on (B)(6) 2016. During screw insertion at l5 on the left, the matrix long holding sleeve suddenly dislodged from the 7.0mm x 50mm bone screw. At that point, the surgeon took out the holding sleeve and noticed the tip of the thread was missing. It was stuck in the bone screw head. We removed the broken piece successfully and placed it on the back table. We used a backup matrix long holding sleeve to complete the case. When the surgeon dislodged the backup matrix long holding sleeve, he had to rock it back and forth to get it out. It came out after a little wiggling. At the end of the case, it was noted that the top thread on the backup matrix holding sleeve had lifted off the rest of them. Nothing appeared to be broken off of the tip (no metal pieces missing); the thread was just mangled. There were no broken pieces left in the patient. There was a delay of thirty (30) seconds. The procedure was completed successfully without patient harm. Patient outcome reported as good. Concomitant devices reported: 7.0mm x 50mm bone screw (part #04.739.750, lot #unknown, quantity 1). This is report number 1 of 2 for (B)(4).